Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on carefusion page. The customer attempted to reboot the station. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked remote support service (rss) and confirmed that the device was online. The user performed a hard reboot of the station, after which the screen returned to normal. The user tested login successfully, confirming the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.